Event description:
It was reported that failure to halt deliver occurred. It was reported that the maestro 4000 controller was used in a procedure on 13 mar2019. However it was noticed that the footswitch was not working properly. No patient complications occurred.

Manufacturer narrative:
The foot guard was in overall good physical condition. Strain relief guard over cord was partial ripped. A few small chips to the paint of metal guard was found. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is slightly bent. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch would not turn on. Found an electrical open in the ground return black line between the connector and micro switch. If there pulling on the black lead, it made connection and no the footswitch operates. There was an intermittent connection in the black return lead. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that failure to halt deliver occurred. It was reported that the maestro 4000 controller was used in a procedure on (B)(6) 2019. However it was noticed that the footswitch was not working properly. No patient complications occurred.